Event description:
The customer contacted stryker to report that the device does not power on as expected when the lid is opened. This issue has the potential to either delay, or prevent, defibrillation from being delivered. There was no patient use associated with the reported event.

Manufacturer narrative:
Section d9 product available to stryker of initial MDR indicates: field section d9 product available to of initial MDR should indicate: outside united states service facilities section d9 returned to manufacturer on of initial MDR indicates: 11/07/2023 section d9 returned to manufacturer on of initial MDR should indicate: 10/24/2023 the product assessment center (pac) technician evaluated the device was able to verify the reported issue. The root cause of the reported issue is determined to be an intermittent failing reed switch, sw5. The device was archived by stryker.

Event description:
The customer contacted stryker to report that the device does not power on as expected when the lid is opened. This issue has the potential to either delay, or prevent, defibrillation from being delivered. There was no patient use associated with the reported event.

Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and was able to verify the reported issue. The customer will receive a replacement device.